Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The memory was reset and the generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system went into subtraction mode on its own during a case. No pt injury was reported.